Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 1) and kugel hernia patch (device 2). Per op notes, "a ventrio st mesh (device 1) and a kugel hernia patch (device 2) were placed to the abdominal wall using sutures." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per op notes, "incision was made over the hernia defect, carried down through the subcutaneous tissue. A synthetic mesh was placed to the defect using sutures." (B)(6) 2017 - patient had abdominal wall abscess thereby underwent incision and drainage of abdominal wall abscess with excision of chronic cyst/abscess cavity. Per op notes, "there was purulent fluid, which was aspirated out." (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, infected mesh and small bowel obstruction thereby underwent repair with removal of mesh (device 1 and 2). Per op notes, "the anterior ventral incisional hernia where the prior mesh had broken down and separated in the midline. Performed lysis of adhesions, inflammatory mass of the meshoma were took down. Excised the chronically inflamed mesh (device 1 and 2) also meshoma. Then 2 synthetic meshes were placed." (B)(6) 2019 - patient had open abdominal wall wound thereby underwent placement of wound vac.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel hernia patch (device 2). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 1). Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.